Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alert 72 (non-recoverable system error). Per wo notes, it was determined that the device has a shorted t1 thermistor, device would need a new tank harness.

Event description:
It was reported that the arctic sun device gave alert 72 (non-recoverable system error). Per wo notes, it was determined that the device has a shorted t1 thermistor, device would need a new tank harness.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a shorted t1 thermistor. Per wo notes, it was determined that the device has a shorted t1 thermistor, device would need a new tank harness. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.